Event description:
It was reported that on (B)(6) 2022, a 28mm amplatzer amulet occluder and a 14f amplatzer steerable delivery sheath were selected for procedure. During the procedure a burst of air was noted in the patient when contrast had been injected from the manifold attached to the delivery system. Fluoroscopy examination confirmed an air embolus in the patient's left atrium. It was noted that the instructions for use/precautions were not completely followed to ensure no ingress of air into the amplatzer steerable delivery sheath. The patient experienced an arrhythmia and temporary decrease of function of their right side, which resolved naturally after 20 minutes. St changes in the patient were confirmed via an electrocardiogram examination. The decision was made to first fully deploy and successfully implant the 28mm amplatzer amulet occluder and remove the delivery sheath. The air embolus was then successfully removed using a pigtail catheter. The patient returned to a normal sinus rhythm after successful removal of the air embolus. Continuous flush of saline was maintained throughout the procedure and the procedure was completed successfully. The patient was stable at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 21 june 2022, a 28mm amplatzer amulet occluder and a 14f amplatzer steerable delivery sheath were selected for procedure. During the procedure a burst of air was noted in the patient when contrast had been injected from the manifold attached to the delivery system. Fluoroscopy examination confirmed an air embolus in the patient's left atrium. The patient experienced an arrhythmia and temporary decrease of function of their right side, which resolved naturally after 20 minutes. St changes in the patient were confirmed via an electrocardiogram examination. The decision was made to first fully deploy and successfully implant the 28mm amplater amulet occluder and remove the delivery sheath. The air embolus was then successfully removed using a pigtail catheter. The patient returned to a normal sinus rhythm after successful removal of the air embolus. Continuous flush of saline was maintained throughout the procedure from the touhy valve on the loader and the procedure was completed successfully. The patient was stable at the time of report.

Manufacturer narrative:
The previous report was submitted on 9/22/22 and failed ack 3. This report is being resubmitted at the request of the cesub help desk due to an infrastructure issue at FDA. An event of air embolism when the contrast was pushed into the patient was reported. Information from the field indicated that there was a continuous flush of saline and that the patient was under general anesthesia at the time of the event. A returned device assessment could not be performed as the device was not returned for analysis, however an attempt to recreate the event using a test amplatzer steerable sheath, under the conditions described in the event, was performed. Multiple trials using a variety of bypassed states for the hemostasis valve on the steerable sheath as well as with an open or closed amulet tuohy valve were attempted, and none of these trials resulted in air ingress. The connections between the components of the delivery system were loosened to the point of disconnection, but still no air ingress occurred. These trials were then repeated with an intentionally destroyed steerable sheath hemostasis valve, which still did not result in air ingress. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. No other complaints were found on this batch. Information from the field indicated that is was thought that the air ingress came from the tuohy valve attached to the loader, and not the steerable sheath. The cause of the reported event could not be conclusively determined, however it is possible a procedural error, such as the tuohy valve not being tightened completely, caused the air ingress. H6. Medical device problem code : 1670 (use of device problem) was deleted.